Event description:
Pt revised to address infection, interoperative found osteolysis and polyethylene wear.

Manufacturer narrative:
Examination of the returned items and review of the available device history records did not reveal any product problems, related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.